Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system shut down with a ma error message during a case. Also there was a loud grinding nose. No pt injury was reported.